Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed low battery alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump issue with battery drainage, sometimes battery lasts two weeks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.